Event description:
The event is reported as: alleged issue: stapler jammed after the first staple was fired. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.